Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Root cause of this issue was related to poor segmentation technique as well as inadvertent movement of the tracker array. CT segmentation did not include large osteophyte regions on the medial and lateral portions of the patient CT scan, which resulted in increased bone registration error. Additionally, the case session file indicated that the cartilage was not mapped as instructed by the restoris mck planning and surgical technique guide. The makoplasty specialist (mps) present at the case was contacted about the cause of the event to facilitate training and to prevent a similar occurrence in the future.

Event description:
The surgeon performed a bi-compartmental partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During the procedure, the posterior aspect of femoral implant preparation appeared to have shifted laterally. The report indicated the final implant was placed successfully to the original plan. While burring the patellofemoral joint (pfj), the surgeon noted the cut was deeper than planned. The surgeon was unhappy with the cosmetics of the final placement, but felt the knee was well aligned, balanced, and that the implants were stable.